Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "blood found in dressings and pillow. At first, the medical staff thought it was the patient's blood oozing, so the dressing was removed and checked, but it was confirmed that it was not oozing. Afterwards, it was considered a cvc defect, and the distal lumen patency was confirmed, and it appears to be leaking at the place where the lumens are gathered. The product was retrieved and a new kit was inserted". It was reported the leaking was coming from the extension line near the junction hub. No patient harm or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 4-lumen cvc for evaluation. Signs-of-use in the form of biological material was observed inside the extension lines. The juncture hub was returned with a securement device attached. After the sample failed functional testing, the catheter body was microscopically examined. A small slit was observed in the catheter body. This damage is consistent with a sharp object (scissors, needle, scalpel, etc.) Coming into contact with the catheter body. The catheter body contained one small slit 195 mm from the distal tip. The catheter body length measured 219 mm, which is within the specifications of 207-227 mm per the catheter graphic. All three lumens were initially flushed using a water-filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped, and each lumen was pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, a small leak was detected in the catheter body. No leaks were detected in the other lines. A manual tug test confirmed all four luers were fully secured to their respective extension lines. The IFU provided with the kit cautions the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. When the distal lumen was flushed, a small leak was detected in the catheter body. The damage observed was consistent with the catheter coming into contact with a sharp object. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "blood found in dressings and pillow. At first, the medical staff thought it was the patient's blood oozing, so the dressing was removed and checked, but it was confirmed that it was not oozing. Afterwards, it was considered a cvc defect, and the distal lumen patency was confirmed, and it appears to be leaking at the place where the lumens are gathered. The product was retrieved and a new kit was inserted". It was reported the leaking was coming from the extension line near the junction hub. No patient harm or complication reported. The patient's condition is reported as fine.